Manufacturer narrative:
After further review MFR# is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facs sample prep assistant ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash tower is overflowing at the end of the run. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak ¿ before waste line or after waste line? Before waste line. -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? Gloved hands. What personal ppe was being used during the occurrence? Gloves and lab coat. Was there any impact to patient samples due to leak? No. Was customer/bd personnel harmed/injured? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs sample prep assistant ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: it was reported that the wash tower is overflowing at the end of the run. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. What is the source of leak before waste line or after waste line? Before waste line. -5b (if waste line) was waste mixed with bleach or decontaminate? 6. Was the customer/bd personnel physically in contact with the fluid? No 7. Where did the physical contact of fluid occur? Gloved hands. 8. What personal ppe was being used during the occurrence? Gloves and lab coat. 9. Was there any impact to patient samples due to leak? No 10. Was customer/bd personnel harmed/injured? No.